Event description:
As reported by our affiliates in (B)(6), transfemoral transcatheter aortic valve implantation procedure with a 26mm sapien 3 ultra resilia (s3ur) valve was performed. The esheath+ was pre-dilated using an expansion tool. The sheath was inserted into the patient at an acute (but not steep) angle, with the loader fully inserted. The first delivery system was inserted through the esheath+ but became stuck immediately at the white portion (strain relief / partially expandable section). As advancement was not possible, repeated pushing and pulling maneuvers were performed. On fluoroscopic imaging, separation between the pusher and the s3ur valve was observed; therefore, the delivery system alone was retrieved and removed. After removal, no balloon rupture or other abnormalities were identified on visual inspection; however, due to the potential for damage to the s3ur valve and/or associated components, it was decided to use a new kit (second kit). As the axis of the s3ur valve was misaligned relative to the sheath, the sheath position was adjusted, and the delivery system was then advanced into the patient through the sheath. At the same location as during the first attempt, the second delivery system kit also became stuck and could not be advanced. After removal of the second delivery system kit, the first sheath kit was also withdrawn from the patient. Visual inspection of the retrieved devices revealed bending of the partially expandable section of the sheath, and balloon rupture of the delivery system. No obvious bending had been observed on fluoroscopic imaging during the procedure. During insertion of the sheath into the patient, the resistance encountered was within the normal range. The delivery system was inserted and advanced without issue, and the s3ur valve was successfully deployed.

Manufacturer narrative:
Investigation is ongoing.